Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) found drawer 6 failed, and the drawer did appear in hardware test application mode. The fse confirmed lid responsiveness and removed medical debris. After verifying cable connections and the controller board, the fse rebooted the system. All pockets and trays became responsive, and the drawer operated normally. The customer confirmed the successful recovery of the drawer. Then, the fse verified the cabling and leds. The fse replaced the backup battery, installed the rear bumper kit and network plugs and performed preventive maintenance to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer failed and was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.